Event description:
Litigation papers allege that subsequent to being implanted with the asr device on his right side, the patient began and continues to experience adverse symptoms associated with the asr device including, but not limited to, significant pain in and around his right hip joint and mildly elevated metal ion levels. **update** * (B)(4) 2012 - plaintiff's preliminary disclosure form was received (B)(4) 2012 which identified part/lot information. Additionally, the operative report attached to the ppd stated the (B)(6) 2010 surgery involved the removal of prostalac and implantation of new components. Date of removal of asr components is unknown. Due to a prostalac being removed, it is assumed the patient had an infection, and the asr sleeve and femoral stem are now being reported. Additionally, the operative report state the patients greater trochanter was fractured. The complaint and associated mdrs were updated and/or created.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: correction; d7. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.